Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited loss of capture and high out of range pacing impedance measurements of greater than 2000 ohms. An x-ray was taken which showed a fracture of the lv lead near the clavicle region. A revision procedure was performed where the lead was tested with a pacing system analyzer (psa) and yielded high out of range pacing impedance measurements. Subsequently the lead was explanted. During the procedure the crt-p was also electively explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned severed in two segments at 42.5 cm from terminal pin. The extracting stylet remained stuck in the distal segment. An x-ray was taken which showed all three coils fracture approximately 41.5 cm from terminal pin, distal area of suture sleeve tie-down.